Event description:
It was reported a perforation and retroperitoneal bleed occurred. A left atrial appendage closure (laac) procedure was being performed using a watchman trusteer access system and watchman flx pro device. Groin access was obtained via a 6 fr sheath. While dilating the venous access site with a 14 fr dilator, a non-bsc guidewire kinked and was exchanged with an amplatz super stiff guidewire, which also kinked. The guidewire was exchanged again and was successfully inserted with dilator without kinking. The dilator was exchanged for the watchman trusteer sheath. The watchman trusteer sheath and flexcath system were positioned in the inferior vena cava (ivc), and an acunav intracardiac echo (ice) catheter was placed in a second right femoral vein access. Approximately 30 seconds after ice insertion, anesthesia notified staff that blood pressure was dangerously low. The anesthesiologist gave vasoactive drip medications to treat the hypotension. The physician suspected a perforation occurred. Ice catheter was removed. Angiogram of ivc showed suspected perforation. The trusteer sheath was left in place, and interventional radiology (ir) and cardiothoracic surgery (cts) were consulted and assisted in additional groin access. Balloon tamponade of the right femoral and iliac vein controlled bleeding without stent placement or surgical intervention required. The procedure was canceled, groin access maintained, and the patient was transferred to the intensive care unit (ICU) for observation. There were no further complications and the patient was discharged two (2) days later on (B)(6) 2025.

Event description:
It was reported a perforation and retroperitoneal bleed occurred. A left atrial appendage closure (laac) procedure was being performed using a watchman trusteer access system and watchman flx pro device. Groin access was obtained via a 6 fr sheath. While dilating the venous access site with a 14 fr dilator, a non-bsc guidewire kinked and was exchanged with an amplatz super stiff guidewire, which also kinked. The guidewire was exchanged again and was successfully inserted with dilator without kinking. The dilator was exchanged for the watchman trusteer sheath. The watchman trusteer sheath and flexcath system were positioned in the inferior vena cava (ivc), and an acunav intracardiac echo (ice) catheter was placed in a second right femoral vein access. Approximately 30 seconds after ice insertion, anesthesia notified staff that blood pressure was dangerously low. The anesthesiologist gave vasoactive drip medications to treat the hypotension. The physician suspected a perforation occurred. Ice catheter was removed. Angiogram of ivc showed suspected perforation. The trusteer sheath was left in place, and interventional radiology (ir) and cardiothoracic surgery (cts) were consulted and assisted in additional groin access. Balloon tamponade of the right femoral and iliac vein controlled bleeding without stent placement or surgical intervention required. The procedure was canceled, groin access maintained, and the patient was transferred to the intensive care unit (ICU) for observation. There were no further complications and the patient was discharged two (2) days later on 14-nov-2025.